Event description:
The customer called to report a button error alarm. The customer stated that she was able to clear the alarm after changing the battery, but when pressing the act button, the screen froze. Advised the customer that the insulin pump would be replaced due to the frozen screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No frozen screen noted.